Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump and the customer successfully resumed insulin therapy. Reportedly, the customer was using lyumjev brand insulin which is off label, tandem technical support educated the customer on this.